Manufacturer narrative:
Sc-1110-02 (sn:(B)(4)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-8120-50 (sn:(B)(4)). The returned lead was analyzed. All associated leads were cut. Damage to the leads is a result of a typical explant procedure and it is not considered a failure. Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120500, model: sc-8120-50, serial: (B)(4), batch: 171431a.

Event description:
It was reported that the patient had pain and the device did not work for the patient. All components were explanted and the patient was doing well postoperatively. No further information has been obtained despite good faith efforts.